Event description:
No pump was returned to fresenius kabi for evaluation. The reported "mechanical hardware failure (av sticky valve)" was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
The following has been reported: biomed reported: "serial number (B)(6). Preliminary technical failure summary: mechanical hardware failure (av sticky valve) could issue stop an active infusion? Yes did issue stop an active infusion? Yes could result in an over/under infusion? Yes did it result in an over/under infusion? No could issue prevent infusion startup? Yes deep clean. Deep clean pins and mechanism placed pump in bring up mode and sent to the test line. Passed all stations of the test line front housing â[?]" Final acceptance provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 16:43 (B)(6) 2025, pump taken out of heratherm @ 04:43 (B)(6) 2025, pump failed heratherm test - tubing set problem, sent back to investigations. Ran test infusion with htm test set up @ 250ml/hr for 15 minutues - ran with no issues waiting for unit to go back into heratherm. Pulled new logs. Reviewed logs. Preliminary technical failure summary: pneumatic valve leak failure (valve 3) needs new pneumatics. Replaced full pneumatics system pump placed in bring up mode and sent to the test line passed all stations of the test line front housing final acceptance. Provisioned pump to 08 server sent to heratherm. Loaded into heratherm @16:00 and (B)(6) 2025 24 hour dwell - complete, lvp burn-in test - pass, accuracy test - pass, electrical safety test - pass, provision pump to mayo server, return to service. Work order type corrective maintenance. Order description, ticket states, problem cause. "Broken - 'service needed'" resolution code, equipment failure, resolution detail, resolved without parts. Question 1 was there any injury/adverse reaction (yes, provide details, no, unknown)?:n question 2 did the issue stop an active infusion (yes, no, unknown)?:n" a preliminary review identified the following issue: mechanical hardware failure (av sticky valve) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Fresenius kabi is submitting this report to communicate the av sticky valve issue; the pneumatic valve leak failure is being documented in report #3014732157-2025-01359.